Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 470mg/dl, with trace ketones, dry mouth, and fruity breath, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the hospital with intravenous fluids for diabetic ketoacidosis by a non-healthcare provider. During troubleshooting with customer technical support it was revealed the patient was changing their infusion set every 4-5 days when the recommendation is to change them every 2-3 days. The basal delivery totals in total daily dose did not match due to the suspend feature. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.